Event description:
Treatment of an aneurysm. During the procedure, it was reported that implant coil became stressed and prematurely detached; however, it was successfully pushed into the aneurysm. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found still attached to the delivery pusher.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).